Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 09/24/2015 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Pediatric patient uses adult device. No additional patient or event information is available.